Manufacturer narrative:
Based on additional information, isi has not determined the root cause of the customer reported failure mode found no instrument issue. The fenestrated bipolar forceps instrument was returned for evaluation. Failure analysis (fa) did not confirm or replicate the customer reported complaint of energy firing while the surgeon was not pressing the energy button. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Energy was delivered without any issue(s) and it did not continue to deliver energy when not activated. The electrical continuity test passed. The instrument was fully functional. No product issue. The root cause of the customer reported thermal injury is unknown at this time. A follow-up MDR will be submitted if additional information is received. In addition, all other robotic instruments that were in use during the procedure were returned for analysis, despite there being no allegation of a problem with any of the related devices. There were four non-energy instruments, one monopolar energy instrument and one bipolar energy instrument. All instruments were tested with no trouble found (ntf). Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the patient sustained a thermal injury after the fenestrated bipolar forceps instrument allegedly and ¿spontaneously activated¿ on its own. The burn injury reportedly required additional unspecified medical intervention. At this time, the root causes of the customer reported failure mode and the thermal injury are unknown. There is no evidence that a malfunction of the fenestrated bipolar forceps instrument occurred based on fa.

Manufacturer narrative:
(B)(4). Based on the current information provided, isi has not determined the root causes of the customer reported failure mode or the patient¿s operative complication are unknown. Isi has requested for the fenestrated bipolar forceps instrument to be returned for evaluation. Isi has also made further attempts to contact the site to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained and isi has not received the instrument for evaluation. A follow-up MDR will be submitted if additional information is received. Per the da vinci si surgical system user manual, the following caution is noted: "caution: instrument tips should be kept in the view of the surgeon at all times". It is unknown if the bipolar and monopolar cables were plugged in correctly to the generator by the surgical staff. The instruments and accessories user manual states the following: ¿caution: connect the esu to the endower's instrument using the appropriate monopolar/bipolar instrument cord. Refer to the esu¿s manual for indications and instructions in making this connection. Monopolar cords may only be connected to monopolar receptacles, and bipolar cords to bipolar receptacles.¿ and ¿note: ensure that the monopolar instrument cord is plugged into the monopolar receptacle on the esu and that the bipolar instrument cord is plugged into the bipolar receptacle on the esu.¿ isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the patient sustained a thermal injury after the fenestrated bipolar forceps instrument allegedly and ¿spontaneously activated¿ on its own. The burn injury reportedly required additional unspecified medical intervention. At this time, the root causes of the customer reported failure mode and the thermal injury are unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, bipolar instrument energy allegedly activated on arm #3 without the surgeon pressing an energy pedal. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and said that the surgeon was using arms #1 and #2 at the time the alleged issue occurred and that the instrument that was installed on arm #3 was out of his field of view. The surgeon said that he began to see and smell smoke. The surgeon then realized that arm #3, which had a fenestrated bipolar forceps instrument installed, was allegedly applying energy to the patient. The surgeon said that he was not pressing any pedals. The customer unplugged the bipolar cord from the generator to get the instrument to stop delivering energy. The customer said that the patient suffered a thermal injury because of the bipolar energy. The procedure continued to be completed as planned. On (B)(6) 2019, isi contacted a nurse from the site and obtained the following additional information regarding the reported event: the nurse was present during the da vinci-assisted surgical procedure. It was alleged that during the da vinci-assisted surgical procedure, a bipolar instrument allegedly activated on its own. The bipolar instrument was being used to retract unspecified tissue while the surgeon was suturing mesh into the sacrum and the instrument ¿spontaneously activated.¿ the procedure was completed robotically with the use of backup instruments. The patient required additional unspecified medical intervention as a result of the reported thermal injury but the details of the injury and the intervention are unknown. No further clinical information was provided.